Manufacturer narrative:
Date of event: (b)(66) 2018. Date of report: 17sep2018. International UDI: (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the touchscreen was not working properly. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
The manufacturer¿s international customer specialist confirmed the reported touchscreen issue. The manufacturer¿s international customer specialist replaced the touchscreen to resolve the issue. The device successfully passed performance specification testing after the repair was completed. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Part was not returned to fi. The root cause cannot be determined until the device is returned and investigated.